Event description:
Patient reported a left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Later, healthcare professional reported deflation. Device has explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as fold flaw opening. As per the investigation procedure creases, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a left side deflation. Later, healthcare professional reported deflation. Device has explanted.

Manufacturer narrative:
Correction to g.3 aware date in supplemental medwatch #2. The aware date should have been listed as 18/sep/2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a left side deflation. Later, healthcare professional confirmed deflation. The device has been explanted.